Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a display issue on the insulin pump. Customer stated that the screen had gone dizzy a few times now and after turning it off for a couple of hours and starting it again, it had cleared up. Customer's blood glucose was 10.7 mmol/l. Customer was using the batteries she received with the pump. Customer does not remember if the pump was dropped and stated there was no physical damage on the pump. Customer was reported that the display on the pump had changed and she can barely read the text on it. Customer was advised that the pump will need to be replaced.